Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the following day post implant of this transcatheter bioprosthetic valve atrioventricular dissociation occurred. Four days following the valve implant mobitz ii occurred and five days following the valve implant a high-grade atrioventricular block occurred. Seven days post valve implant a permanent pacemaker was implanted. No additional adverse patient effects were reported.